Manufacturer narrative:
There were 4 opened/used sensors and a visual inspection was performed. It was found that 1 of 4 sensors had a damaged (broken) cannula with the broken part still attached to the cannula tubing. They were unable to confirm if the customer received the sensor in said condition due to customer having returned opened/used sensors. There were 3 remaining opened/used sensors and a bicarbonate buffer test was performed. All 3 sensors passed with accurate readings.

Event description:
The customer reported via phone call that he had an issue where the transmitter does not blink when it is connected to the sensor. Customer's blood glucose was 137 mg/dl. Customer performed the test plug procedure this morning. Customer was advised to replace the sensor. Customer will be sent a replacement sensor. Customer stated that he inserted another sensor and it worked.